Event description:
Customer reported a light anesthesia case. There was no reported pt injury. Investigation/conclusion: ohmeda has rec'd a limited number of reports stating that a fresh gas leak developed between the ohmeda tec 6 desflurane vaporizer and the selectatec manifold, which is primarily used on ohmeda anesthesia machines. An investigation has determined that this condition is caused by the rear cover of the vaporizer becoming distorted. This rear cover may have become weakened during the label removal portion of the vaporizer service process. Only ohmeda tec 6 vaporizers returned to ohmeda for svc from july 11, 1997 to april 14, 1998 are affected. This recall does not apply to north american drager (nad) or dragewerk tec 6 variant vaporizers serviced by ohmeda during this same period. Additionally, new mfg ohmeda, nad, or dragerwerk variant tec 6 vaporizers are not subject to this recall.